Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator (usm) arms 1 and 3 exhibited excessive joint movement. The surgeon indicated this was unusual compared to their normal operation. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to confirm or replicate the reported complaint. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The issue was not able to be replicated during the system testing. The fse's service visit did not reveal any issues related to the customer reported event.

Manufacturer narrative:
The first universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered indicating fault on the ¿0x1¿ axis. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿sensors check¿ was found to be failing on the ¿0x1¿ axis. Once testing was completed, the ¿yaw searchlight printed circuit assembly (pca)¿ was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the ¿yaw searchlight assembly¿ was found to be the root cause of the reported event. The second usm has been evaluated by the fa team. Fa was not able to confirm the reported complaint via system logs nor reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. As a result of these findings, fa concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. The customer contacted an intuitive surgical, inc. (Isi) field service engineer (fse) directly to request an inspection for the excess arm movements. The fse was aware of the issue and has already visited the site on patient identifier#(B)(6) but found no issues. The customer later produced a procedure movie for the fse to review so the fse made the decision to re-check the issue. No patient was involved with this complaint. Isi obtained the following information from the fse: the event date for this issue was 22-aug-2025. The customer presented procedure movie to review, and the date of the procedure was (B)(6) 2025. The fse went to the site to further investigate the reported event. The fse was not able to reproduce the issue, however, the fse did replace universal surgical manipulator (usm) 1 and 3. The system was tested and verified as ready for use. Both usms involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.